Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number 3006705815-2023-04556 and 3006705815-2023-04557it was reported the patient experienced pain located at the ipg site and the patient's leads had migrated. Surgical intervention was undertaken during which the system was explanted and replaced.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.